Manufacturer narrative:
The product was evaluated through manufacturing review and the event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per the persona knee system package insert, poor range of motion is a known potential adverse effect of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona trabecular metal cruciate retaining narrow porous femoral component, catalog #: 42502205801, lot #: 62467473; persona cemented stemmed tibial component left size d, catalog #: 42532006701, lot #: 63078680; nexgen trabecular metal standard primary patella, catalog #: 00587806532, lot #: 62424375; tapered cemented stem extension 14mm x 30mm, catalog #: 42557000114, lot #: 63171859; palacos rg single bone cement 1x40, catalog #: 00111314001, lot #: 81814426. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a manipulation of the left knee under anesthesia with an injection to address arthrofibrosis within two (2) months of the patient's last knee arthroplasty. No additional patient consequences were reported.